Event description:
The customer reported via phone call that she had a constant tone on the insulin pump last night. Customer was working around the house when she heard the high pitch sound. Customer reported that the buttons were not working and there was no alarm. Customer's blood glucose was 389 mg/dl. Customer treated with a syringe of insulin. Customer stated that the pump worked fine today but she had the tone again. Customer was not able to clear the alarm so she took the battery out. Customer performed the self test and the pump passed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored, and it functioned properly. No audio/beep anomaly noted. All buttons functioned properly, and no damage on the keypad assembly was noted. No frozen screen was noted. The pump was received with a cracked case at the display window corner, and a cracked reservoir tube lip.